Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer had the pump in their backpack that got stepped on and the touch screen became cracked. Additionally, the pump touch screen was not as responsive and customer was unable to manually deliver insulin. Customer's blood glucose was 274 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.